Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant perforation was identified. The right atrial (ra) lead was removed and the atrial port capped. No further patient complications have been reported as a result of this event.